Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device with a 5fr sheath, after drug-eluting beads transarterial chemoembolization (deb-tace) procedure. Reportedly, the patient developed a pseudoaneurysm. Surgical intervention was performed. The physician is reported to be trained in the use of the proglide device. No additional information was provided.